Manufacturer narrative:
The device was returned to an approved service provider; the customer's report was observed during review of the device's history log. The device was put through extensive testing without duplicating the report. The device passed the final test procedure, was recertified, and returned to the customer. Review of the device log did confirm the charging error; however, the charging error does not necessarily indicate a device malfunction. The error is issued if the battery voltage sags during charging. The log shows that the device was subsequently charged and delivered 2 shocks of 200 joules. The battery used at the time of the reported event was not returned as part of this investigation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed. D4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after delivering one shock of 150j, when charging for a second shock the device displayed a "defib charging" error message. The device was subsequently charged and delivered two additional shocks of 200j. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.